Event description:
It was reported during an unspecified procedure one of our nurses went to pull out the guidewire of the subject device and the little white knob on the end broke off. The procedure was completed with an olympus back-up device. There were no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.